Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse changed the ion-selective electrode (ise) valve and stirrer. While changing the ise stirrer, the cse found salt deposits in the ise mixing camber, which were blocking the pathway of the ise buffer solution. The cse rinsed the ise mixing chamber with water and ran calibrations and quality controls, which were acceptable. The cse also performed precision testing on a patient pool, resulting acceptable. The cause of the discordant na and k results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated either on the same instrument or on the alternate advia chemistry instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.

Manufacturer narrative:
The initial MDR 2432235-2017-00263 was filed on april 17, 2017. Additional information (05/08/2017): the issue was caused due to the blockage of ion-selective electrode buffer solution pathway, which was resolved by the service.